Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One x-ray image was provided and reviewed. The image displays a long balloon within the left superficial femoral artery. There balloon is partially within a proximal sfa stent. The balloon has been inflated with diluted contrast. The mid balloon is not inflated with a severe narrowing that appears like a band. There is contrast proximal and distal to the band. Two photos were provided and reviewed. The first photo shows the lutonix 035 balloon. Twisting was noted on the middle of the balloon. Blood residues were seen inside the balloon. Catheter hubs were not seen in the provided photo. The second photo shows the labeling details of the device that match with the information available in trackwise. No other anomalies were noted. Therefore, the investigation is confirmed for the reported uneven inflation and identified balloon twist as the mid balloon is not inflated, and twisting was noted on the middle of the balloon. Twisting observed in the balloon likely contributed to the reported uneven inflation. However, a definitive root cause for the reported uneven inflation and identified material twist could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a procedure using the lutonix 035 drug coated balloon (dcb) pta catheter. During the procedure, the middle part of the balloon was unable to inflate and open. It was further reported that a severe crease was found in the part that could not be inflated. The procedure was completed using another device. There was no reported patient injury.